Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided capsular contracture baker grade IV. Concomitant medical products: 300cc mentor memorygel breast implant (catalog number 3503001bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device will be explanted on (B)(6) 2019 and replaced by a 300cc mentor memorygel breast implant.

Manufacturer narrative:
On 10/8/2019, the mentor failure analysis lab received the device for evaluation. On 10/22/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample, the device was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).